Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarms noted. No motor error alarms noted during bolus/basal delivery. The motor passed the motor test. The device had a cracked reservoir tube lip and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. Blood glucose level the night before was 501 mg/dl. The customer had nausea, vomiting and excessive thirst and treated with manual injection. The customer stated the insulin pump had multiple no delivery alarms and motor error alarms. Blood glucose at the time of the call was 262 mg/dl. During troubleshooting, the customer stated she was able to rewind and indicated that the alarm history showed 5 motor error alarms and 33 no delivery alarms. The device was returned for analysis.